Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b1 and b2 corrected, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for resistance between system components - difficulty advancing through sheath was unable to be confirmed as no device and/or relevant imagery were provided for evaluation. Available information suggests patient factors (undersized vessels) likely contributed to the event as it was reported 'regarding the access vessel, the degree of calcification was none, tortuosity was mild, and the minimum luminal diameter (mld) was 4.2 mm'. The minimum luminal diameter required for use of 14f esheath+ is '5.5mm. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In this case, the patient had a pre-existing evar stent which interacted with delivery system and crimped thv, causing resistance and difficulty during tracking of the system through the anatomy. Based on the available information, patient factors (pre-existing bioprosthesis) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to correct b5.

Event description:
As reported by our edwards lifesciences japanese affiliate, after pre-expansion of a 14fr esheath+ (esp), the esp was inserted from the right common femoral artery (cfa) via a puncture. Regarding the access vessel, the degree of calcification was none, tortuosity was mild, and the minimum luminal diameter (mld) was 4.2 mm. When inserting the ds, strong resistance was felt. The doctor passed the ds through the esp by moving the esp back and forth. After that, the valve was implanted as planned. When withdrawing the esp, angiography revealed hemorrhage from the right external iliac artery (eia) due to a vessel injury which reached adventitia, and significant decline in blood pressure was also observed. Therefore, 8 x 40mm viabahn and 9 x 60mm s.m.a.r.t. Stent grafts were placed to achieve hemostasis.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, after pre-expansion of a 14fr esheath+ (esp), the esp was inserted from the right common femoral artery (cfa) via a puncture. Regarding the access vessel, the degree of calcification was none, tortuosity was mild, and the minimum luminal diameter (mld) was 4.2 mm. When inserting the ds, strong resistance was felt. The doctor passed the ds through the esp by moving the esp back and forth. After that, the valve was implanted as planned. When withdrawing the esp, angiography revealed hemorrhage from the right external iliac artery (eia), and significant decline in blood pressure was also observed. Therefore, 8 x 40mm stent and 9 x 60mm stent grafts were placed to achieve hemostasis.